Event description:
Healthcare professional reported "the inner sterile container was suctioned to the outside container and was hardly able to be pulled out". This report is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.